Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had an occlusion alarm (alarm number: 02) due to a blockage at the infusion site. Troubleshooting determined the blockage was due to a kinked cannula. The patient's blood glucose levels were adversely affected and reported at 467mg/dl. The patient noted that planned to change the site and resume insulin to address the high blood glucose. No permanent injury was reported.